Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was part of a system revision due to infection and erosion. The patient had skin ulceration and developed drain from pacemaker pocket. The product was explanted. The device protruded from the site. An external defibrillator was then used until a new system was successfully implanted. There were no additional adverse effects reported.